Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a transient ¿pairing with sensor¿ message while using a dexcom g7, after which a glucose reading appeared on the ilet within about one minute and no further issues were reported. Symptoms included no adverse clinical effects, with a blood glucose value of 129 mg/dl and no alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education for signal loss between the ilet and the cgm. Investigation of this case revealed a brief communication interruption limited to the ilet-cgm link that self-resolved, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent wireless communication disruption.